Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn at this time. Manufacture date cannot be determined without a lot number.

Event description:
Surgeon implanted a zero-p plate and 4 screws above an existing fusion at c5-c6-c7. He then placed a vertebral spacer-cr lordotic above the zero-p and supported it with a vectra plate and screws at c3-c4. The inferior screws of the vectra plate pulled out of the vertebral body and the zero-p plate became subluxed and the patient was returned to the operating room for revision. Surgeon removed all synthes hardware along with the existing depuy hardware from the previous fusion. Surgeon then did a two level corpectomy where the synthes hardware was originally placed and then implanted depuy's 'stackable' cages and supported with a plate. This report is #6 of 8 for the same incident.